Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, and a worn uso seal. A review of the device's event history log found downstream sensor sensitivity set to high'. Three accuracy tests were performed for functional testing. Upon review, the reported problem was duplicated. It was determined that the most probable root cause is the expulsor and the dso sensor. The expulsor was trimmed and the dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).

Event description:
It was reported the device exhibited a volume test failure. The device was being tested when fault discovered. No patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.